Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent carotid endarterectomy on an unknown date and suture was used. Approximately one day post-operatively, the patient experienced an acute laterocervical hematoma. During the intervention procedure, it was noted that the suture was broken. Additional information has been requested.